Event description:
The reporter claimed there are data discrepancies between the meter and animas insulin pump. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged data discrepancies issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the meter remote was not returned with the pump for investigation. The pump powered on with no issues. Test boluses were performed and accurately recorded in the pump history. The keypad was tested and confirmed that the buttons were responding appropriately. The pump was paired to a test meter and no issues were found. The pump was exercised for 24 hours without issue.